Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was 500 mg/dl. The customer changed their pump supplies and delivered a bolus via the pump to address the bg level. After changing out the supplies twice, the customer received another occlusion alarm. A pump system check was performed using the current supplies and the cartridge and infusion set tubing were found to be operating as expected. The customer declined to remove their site due to inserting the site 15 minutes prior to contacting tandem technical support (cts); reportedly, the previous two infusion set sites that were changed out did not have any damage noted to the cannula. After performing the fill tubing test and resuming insulin, the customer received another occlusion alarm. The customer was able to clear the alarm and successfully deliver an 8 unit bolus. Cts offered to reach out to a clinical diabetes specialist in order to determine a possible cause of the occlusions but the customer declined. Cts suggested the customer should monitor the supplies and reach out to a healthcare provider in order to obtain a back up method for insulin therapy.